Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia beginning after lunch, with a confirmatory fingerstick blood glucose of 451 mg/dl, while the system showed no alarms, no interruption of insulin delivery, and no leaks noted with a 6 mm, 23-inch infusion set. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education. Investigation included customer support review and guided infusion set replacement. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that the event was related to hyperglycemia with an undetermined cause following standard troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.